Event description:
The external drainage system got disconnected when the line was clamped before patient motion. The incident was reported to the ansm. N° 201401525. Incident on (B)(6) 2013. (B)(4) 2014: additional information received from customer: please find some information concerning the incident : cfs leakage. Device changed. Clinical consequence : infection risk.

Manufacturer narrative:
No sample was returned for evaluation. The complaint could not be verified. The lot number was cpccc4; product code was 82-1730. For product code 82-1739: lot # 30577 - evd catheter, the complaint sample was not returned for evaluation and the lot # 30577 provided by the customer is not a valid number; therefore, the evaluation could not be performed. Review of the history device records confirmed the device product code 82-1730, lot number cpccc4, conformed to the specifications when released to stock on the (B)(6) 2013. This complaint is considered closed at this time. If the complaint samples become available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this or similar complaints. Complaint sample not returned.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. Upon completion of this review a follow up report will be filed. Complaint sample not returned.